Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The report suggests that during a 5fu infusion the pump alarmed for "air-in-line". Fluid build up was noted inside the pumping segment and air was present in the silicone portion of the set. As no leak was apparent at this point, the infusion was continued after the pump had been cleaned and dried. Fifteen minutes later, the user inspected the whole system and on closer inspection identified that fluid was leaking into the pump from the upper pumping segment adaptor of the set. From the reported information there are no indications of serious injury to the patient or user as a result of this incident.